Event description:
It was reported that device detachment occurred. The 70% stenosed target lesion was located in a mildly calcified and mildly tortuous left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the image went dark and when the catheter was removed it was found broken at the lapjoint. The drive shaft appeared intact. The procedure was completed with a different device. There were no patient complications.

Event description:
It was reported that device detachment occurred. The 70% stenosed target lesion was located in a mildly calcified and mildly tortuous left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the image went dark and when the catheter was removed it was found broken at the lapjoint. The drive shaft appeared intact. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lapjoint section. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed a good unit wave form. Image test could not be performed due to the condition in which the device returned.